Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 03/31/2008, however the correct date is 03/24/2008. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with irregular surface noted in both eyes (ou) with some epithelial clumping and very inconsistent vision post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, the post-op refraction table showed loss of bcva. The patient complained of blurry vision distance and near. Patient reported symptoms are not interfering with daily activities. At follow up on (B)(6) 2019 surface was much smoother, prescription looked better. There was still poor tear film and poor vision stability. Patient is to continue using muro ointment every night at bedtime (qhs) and drops to be taken twice a day (bid). Patient was instructed to return in 1 month for update. Bcva from (B)(6) 2018: right eye pre-op 20/20 2.50 x -.75 x 65; left eye pre-op 20/25 2.00 x -.75 x 118. Bcva from (B)(6) 2019: right eye post-op 20/40 -1.75 x -.50 x 45; left eye post-op 20/25 .00 x .00 x 90.